Event description:
It was reported that this pacemaker exhibited noise that was being oversensed which resulted in pacing inhibition of less than two seconds on both the right atrial (ra) and right ventricular (rv) channels. Isometrics was performed and the noise and oversensing was re-produced. Subsequently, this pacemaker was explanted and both ra and rv leads were surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a hole in the seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. The plan appeared to be to continue to monitor at this time, and it was noted that there was also a slight rise of about 100 ohms in pacing impedance during the same timeframe. The lead remains in-service. No adverse patient effects were reported.